Manufacturer narrative:
H10: a philips service engineer replaced the power management (pm) board. The device was listed as corrected, and returned to service with no restrictions to usage.

Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator had shut down. The device was in clinical use when the issue occurred. No patient or user harm reported. A philips remote service engineer (rse) noted that customer's v60 had shut down while on a patient. The customer insisted implementing field correction order (fco). During troubleshooting, the biomed could not find any check vent or vent inop error codes in the significant log. It was reported that there was a code 2002, and the manual states, the ventilation is powered off. The biomed reported that they could not see any concerning issues, but since the device had failed while on a patient, a request was made for the fco implementation. The investigation is ongoing.